Manufacturer narrative:
Patient's previous gi bleeding reported under MFR # 2916596-2019-02643. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with fevers, pneumonia, and septic shock. Chest x-ray showed pneumonia. IV cefepime and doxycycline was started. On (B)(6) 2020 the patient underwent a CT scan for ongoing driveline drainage and showed probable liver cirrhosis. Physical exam noted ascites thought possibly related to driveline drainage. New liver disease likely related to cardiac, past moderate alcohol use, hyperlipidemia, and/or amiodarone toxicity. Current elevated liver enzymes felt to be secondary to acute chronic heart failure. Blood culture / pcr on (B)(6) 2020 returned positive with anaplasma phagocytophilum from a presumed tick bite. The patient's international normalized ratio (inr) was subtherapeutic so heparin drip was started on (B)(6) 2020. Of note, patient had been off all anticoagulation prior to admission due to history of gi bleeding. On (B)(6) 2020 the patient complained of worsening hip and back pain and new sensory deficits. Contrast CT scan confirmed large intramuscular hematoma in right psoas extending into right retroperitoneum with active bleeding likely arising from a small lumbar arterial branch. The patient was taken to interventional radiology for embolization of l4 lumbar artery on (B)(6) 2020. An additional embolization of l3 lumbar artery was performed on (B)(6) 2020 after a repeat CT scan showed ongoing bleeding. Hemoglobin continues to drop with worsening hypotension. Anticoagulation is still being held. On (B)(6) 2020 the patient had rising creatinine which peaked at 5.22 mg/dl, likely to be in setting on ischemic acute tubular necrosis given hypotension requiring pressors and contrast induced nephropathy (CT scans, embolization, patient also only has 1 kidney). It was recommended that nephrotoxic medications and contrast be avoided, renal diet followed. No further interventions required, creatinine stabilizing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2020 with fevers and septic shock requiring vasopressors. A chest x-ray showed pneumonia and the patient was started on intravenous (IV) antibiotics (cefepime and doxycycline). In addition, a blood culture/polymerase chain reaction (pcr) on (B)(6) 2020 returned positive with anaplasma phagocytophilum from a presumed tick bite. IV doxycycline was continued from (B)(6) 2020 and the outcome of the major infection event was reported as resolved on (B)(6) 2020. The patient underwent a computed tomography (CT) scan on (B)(6) 2020 to assess for ongoing driveline drainage, which showed probable liver cirrhosis. An abdominal ultrasound was also performed on (B)(6) 2020 and the liver team was consulted. The patient¿s liver function tests were noted to be acutely elevated. In addition, a physical exam noted ascites, which was thought to be possibly related to driveline drainage. It was further reported that the patient¿s new liver disease was likely related to cardiac, past moderate alcohol use, hyperlipidemia, and/or amiodarone toxicity. His current elevated liver enzymes were felt to be secondary to acute on chronic heart failure. The liver cirrhosis event was noted not to have been related to the device. It was additionally stated that the patient had been off all anticoagulation until (B)(6) 2020 prior to the admission due to a history of gi bleeding. He was noted to have a subtherapeutic inr and a heparin drip was started on (B)(6) 2020. On (B)(6) 2020, the patient complained of worsening hip to back pain and new sensory deficits. A contrast CT scan confirmed a large intramuscular hematoma in the right psoas extending into the right retroperitoneum with active bleeding likely arising from a small lumbar arterial branch. The patient was urgently taken to interventional radiology for embolization of the lumbar artery on (B)(6) 2020. An additional embolization of the lumbar artery was performed on (B)(6) 2020 after a repeat CT scan showed ongoing bleeding. Hemoglobin continued to decrease with worsening hypotension and anticoagulation was held. It was additionally reported that the patient experienced rising creatinine levels beginning on (B)(6) 2020. A renal consultation concluded that the issue was likely in the setting of ischemic acute tubular necrosis (atn) given hypotension requiring pressors and contrast induced nephropathy. It was recommended that nephrotoxic medications and contrast be avoided and a renal diet be followed. No further interventions were required and creatinine stabilized. The renal dysfunction event was noted to not have been related to the device and resolved on (B)(6) 2020. Additional information provided by the account on 20may2020 indicated that the patient was stable and was currently being monitored as inpatient with anticoagulation still being held. The device was operating as expected. The patient remains ongoing on mlp-009925 and no additional events have been reported at this time. The heartmate 3 lvas IFU lists bleeding, infection, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook also provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed, including feeling feverish, tired, or unwell. Section 6 of the IFU (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Although the reported information indicated that the liver cirrhosis and renal dysfunction events were not related to the device, the heartmate 3 lvas IFU lists hepatic dysfunction and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.